Event description:
This procedure was performed in another country. The location of the lesion was in the internal carotid artery, where the physician went with the stent without pre-dilation. When he deployed the stent, it jumped resulting in incomplete lesion coverage and thus had to place another stent.